Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure it was observed that the cut plane was off while performing the posterior chamfer cut, using the robotic assisted satellite station device and assisted base station device. It was reported that the surgeon registered his position as the system was a few inches off the bone. It was reported that the surgeon went to a manual method to complete the procedure. It was reported that the robot device was mounted on a cart. It was reported that there was a minor delay with re-registration. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary results received from the engineering team. Investigation summary: the investigation could not confirm the reported issue of "cut plane was off during posterior chamfer cut." The issue was investigated and reviewed by the systems team. The investigation could not confirm the reported issue of "cut plane was off during posterior chamfer cut." The issue was investigated and found that the femur checkpoint is done before any of the femur cuts are performed and passes, however there is some abnormal movement of the hip during the distal cut and the verify checkpoint is not completed again after the event, so it is possible that some array movement may have occurred but the investigation cannot confirm the array movement. As the user is only stating that the posterior chamfer cut is off, with the potential array movement being early, we would expect that all femur cuts would be off by some degree. Since only the posterior chamfer cut was reported as being inaccurate, array movement is likely not the issue. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. Please ensure the array is properly secured during the procedure to avoid array movement. If the verify checkpoint step cannot be completed, please do not continue the operation. Adjustments are not permitted after the first bone resection: if bone array movement occurs the reference frame becomes inaccurate. The robotic-assisted procedure must be aborted, and the procedure must be completed using conventional manual instruments. Use ¿verify checkpoint via toolbox¿ to confirm that the bone arrays have not moved. -use ¿verify checkpoint via toolbox¿ to confirm that the bone arrays have not moved. If the bone array has moved and resections have not started: - check that the array clamp is securely attached on the array drill pins - check that the bone array is securely connected to the array clamp - re-acquire checkpoints and anatomical landmarks otherwise, proceed using conventional manual procedure. The investigation found that during most cuts, the leg was sub optimally placed with a flexion of ~140 degrees. The leg was also on many cuts not appropriately positioned relative to the robotic-assisted device. This may have contributed to both more rapid leg movement and inaccessibility of the robot to perform the resection cuts as seen on the distal cut step. In combination with the leg and robot movement, this likely lead to power being cut on the saw as the message "[saw disabled] saw blade plane deviates too much from the cutting plane" is frequently seen. The investigation found evidence of excessive robot movement during cut steps. During operation the robot moves rapidly. Robot movement is generally caused by the system not being properly mounted to the bedrail. The patient¿s leg must be stabilized during resections. The surgeon¿s preferred leg holder may be used to stabilize the leg if it does not inhibit the function of the velys¿ robotic-assisted solution. Prior to each resection, ensure the leg is stabilized in the desired position. The instructions for use (IFU) outlines: any large leg/robot movement will require a rapid adjustment by the robotic-assisted device and can potentially introduce inaccuracy. It is recommended that the user follow the guidance on IFU; use initial manual positioning. Position the leg at the center of the device array interface at 25 mm (1 inch) below the femoral epicondyles. Place the knee in a stable position, flexed between 90 degrees and 110 degrees. Ensure the leg and the holding arm are both vertically aligned. Ensure the planned implant axis (and not the bone axis) is aligned with the device axis. It is recommended that the user follow the guidance on intraoperative use of the IFU; prior to each resection, ensure the leg is stabilized in the desired position. Any large leg movement will require a rapid adjustment by the robotic-assisted device and can potentially introduce inaccuracy there are no defects found with the system or software. While the reported issue cannot be deemed as not occurring, the available evidence does not confirm its occurrence. The user indicated that there was no negative impact to the patient outcome and no patient harm and the investigation indicates that the system was behaving properly. This issue will be continued to be monitored through complaint trending as part of post market surveillance. Root cause: the investigation found that the most probable root cause of the issue was large rapid movement of both the leg and robot leading to inaccurate cuts. However, sub-optimal leg position relative to the device array and potential array movement may have contributed to the cuts being off but the investigation cannot confirm the array movement occurred as the verify checkpoint was not repeated and the reported cut being off was not measured with the pointer tool. No defect was found. Device history review - review of the device history record(s) showed that there were no issues during the installation of this product which would contribute to this complaint condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was evaluated. The device log files were reviewed for this event and the reported condition for the satellite station was not confirmed as no defect was found. The analysis of the log files could not determine a probable cause of the event. Therefore, an assignable root cause could not be established.